Event description:
It was reported that a small volume intermate had black particulate matter in an unspecified location in the housing. This malfunction was identified before use. There was no patient involvement. Additional information was requested and is not available. This is medical device report 1 of 2.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured on april 9, 2013 ¿ april 10, 2013. Evaluation summary: the actual device was evaluated. Visual and microscopic inspections were performed on the unit. Inspections did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.